Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's disk space was full. The device's database was synchronized to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message four times during a procedure. The customer confirmed that there was no delay to the patient care. No other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message four times during a procedure. While reporting the transaction, it is getting signed out, rebooted the device but the error continues. The customer confirmed that there was no delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h.6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's disk space was full, which caused the device to display an error message four times during a procedure. The device database was synchronized to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.